Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed a voltage test and failed. Performed share log review and no data was found. The patient's complaint was undetermined because the log does not show data activity for transmitter in the investigation window..the reported event of transmitter failed error was not determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that the smart device showed a transmitter failed error on (B)(6) 2017. No additional patient or event information is available. Data was received but does not reflect full investigation window. The reported loss of connection could not be confirmed. A root cause could not be determined.